Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 35mg/dl. Customer treated low blood glucose with ice cream and customer states that they was having low blood glucose for 3 months the level was of 35mg/dl or 45mg/dl. Customer also reported that customer reports serter is not releasing set when serter is loaded and buttons are pressed. Customer advised to replace infusion set. Insulin pump will not be return for analysis.